Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. A cook micro label from an fs-25m-35 (lot #: w4842252) was also affixed to the returned pouch, believed to be from the device the user had advanced over the wire guide. Our evaluation of the product said to be involved confirmed the report. Coating damage was observed at the distal end of the near the coating joint. The coating has separated 5.8cm - 6.2cm from the distal tip exposing the core wire. The first band is located at 5.0cm measuring from the distal tip, which is within the drawing specifications. However, the second band is located 6.4cm from the distal tip, greater than 1cm from the first band which is not within specification. This supports that the 0.4cm gap in the coating is due to the coating being pulled apart rather than evidence of detachment. No portion of the coating appears to be missing. Additionally, a bend was noted in the wire guide 145.0cm from the distal tip. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved confirmed the report of coating damage. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat® 2 calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat 2 calibrated tip wire guide. It was reported that during the initial use of the cannula, using the wire guide, the hydrophilic coating at the distal end of the wire separated from the teflon coating at the distal end of the wire creating a gap. The procedure was completed by using a different .025 wire guide. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.